Event description:
It was reported that a pt experienced a burning sensation during an impression procedure performed using genie. Later, the pt returned home and reportedly developed sores on the lips. An etchant was also reportedly used prior to taking the impression. There is no indication that intervention was required as a result.

Manufacturer narrative:
Allergic reactions are typically immediate, characterized by redness, itching, and swelling at the point of contact. A burning sensation followed by a sore may be indicative of an oral herpes lesion the development of an aphthous lesion or a chemical burn. Etching material was also used on the pt, though reportedly rinsed after use. If the etch (typically 37% phosphoric acid or 10% citric acid) came into contact with the mucous membrane, even for a short period of time, the observed reaction could easily occur. Retraction hemostatic agents could also be responsible for the observation, as could simple physical trauma from instruments or a bur. The pt was most likely under local anesthetic, so a minor cut may be felt as a sensation as the anesthetic was wearing off. While it is unknown if - even unlikely that - the genie impression material used in this case caused or contributed to the patient's symptoms, it is still possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The lot number was provided for eval, though results are not available as of this report. Eval results will be submitted as they become available.